Event description:
It was reported patient underwent bilateral gel-one injections. Subsequently, the patient has had pain in his left knee since the injection. The patient is taking naproxen to treat his pain. No additional patient consequences were reported.